Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd microlance¿3 needles 30 g the needle pulled out of the hub. There was no report of patient impact. The following information was provided by the initial reporter: in his declaration, our client states that after the subcutaneous injection, the needle became detached from its base and remained in the patient. We did not receive the defective sample, only a photo (see photo of the needle in the form).

Manufacturer narrative:
H6: investigation summary; a device history record review was completed for provided material number 306030 and lot number 2049554. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was provided for evaluation by our quality engineer team. Through examination of the picture, a cannula is observed detached from the hub component with a few spots of residual epoxy detected. Epoxy is the adhesive used to join the cannula to the hub. Twenty retained samples of the same lot number were also obtained from the manufacturing facility for further evaluation; however, no issues were identified with any of the retained samples upon examination. It has been concluded that the cannula detached from the hub component due to an inappropriate amount of epoxy. H3 other text : see h10.

Event description:
It was reported while using bd microlance¿3 needles 30 g the needle pulled out of the hub. There was no report of patient impact. The following information was provided by the initial reporter: in his declaration, our client states that after the subcutaneous injection, the needle became detached from its base and remained in the patient. We did not receive the defective sample, only a photo (see photo of the needle in the form).